Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 22mg/dl. The customer also has had issues with uploading data into carelink.